Event description:
A malfunction was reported by the caller regarding the pump, specifically with malfunction code malf 9. There was no information provided about any adverse impact on the customer's blood glucose level. The customer experienced recurrent issues with the pump and was informed by technical support to reset the device, although the resolution included sending a replacement pump with updated software. The customer was guided on pump storage procedures and advised to return the malfunctioning pump within 10 days.